Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept popping up a motor error alarm. The alarm occurred during the rewind process. Troubleshooting was performed. The device had been exposed to an x-ray machine. The drive support cap appeared to be normal. They were unable to complete the insulin pump rewind. The customer¿s blood glucose during the incident was 598 mg/dl. They declined troubleshooting for the high blood glucose. The customer was treated with a shot of insulin. The insulin pump will be returned for analysis.